Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s spouse reported via phone call that the insulin pump had been dropped. The screen was cracked and it would not turn on. It would not do anything. The customer¿s blood glucose level during the incident was unknown. They stopped using the insulin pump after the customer dropped it. The device will be replaced and returned for analysis.

Manufacturer narrative:
Findings: pump received with cracked and bleeding lcd glass. Unable to confirm blank display and unable to perform any tests due to lcd physical damage. Pump received with cracked reservoir tube lip, cracked case near display window corners and minor scratches on display window noted.